Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that his garments were too tight and it caused his back to bleed at times because it was so constricting. During a follow-up, a distributor representative visited the patient and provided him with a larger garment size. The final medial outcome of reported back wounds were unknown. No alleged device deficiency.